Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty inserting the articular surface implant. Another device was used to complete the surgery.

Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail feature is compressed on both sides. One side of the dovetail feature is also flared out towards the posterior edge of the implant. There is also some damage to the distal face of the articular surface. The measured dimensions were conforming to print specifications. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search conducted for the articular surface identified no other complaints for this part and lot combination. Although the product experience report states that the surgical technique was followed, the dovetail compression on both sides indicates that the articular surface was not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. It is also reported that the surgeon tried multiple times to push the articular surface into the tibial plate. The persona surgical technique states, ¿insert an articular surface only once. Never reinsert the same articular surface onto a tibial base plate.¿ the flared out portion of the dovetail feature also indicates that the articular surface was inserted multiple times, as this damage would occur from removing the articular surface. Based on the information provided, it is likely that the problems encountered are related to surgical technique.